Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient's mother stated that she had to send the patient to their primary care provider (pcp) due to an elevated blood glucose (bg) value of greater than 500 mg/dl. Cgm was displaying a value of 220 mg/dl. Patient stayed at the doctor's office until their blood sugar stabilized. Additionally, during the doctor's visit, patient's mother changed the patient's insulin pump site, applied correction by syringe and monitored their insulin. At the time of contact, the patient was stable. No additional event or patient information was provided.